Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n (B)(6) found complaint unverified rtm never got hot after running it for 10 mins and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturers representative (rep) regarding an external device. For past 2 weeks, patient (pt) reports feeling warmth at recharger (rtm) box (along length of rtm cording) while charging implantable neurostimulator (ins) . Caller reports pt feeling warmth on her back when this occurs. Caller also told by pt that pt's ins charging was taking longer, about 2 hours, to charge ins. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.